Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the 4 way valve was not shifting fully. Additional malfunctions include the check valve was dirty/clogged, valve operator was defective, and the pe valve was leaking.